Manufacturer narrative:
Concomitant medical products: 506852 lead, implanted: (B)(6) 2004. W1tr03 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection and the cardiac resynchronization therapy pacemaker (crt-p) had eroded. The crt-p system was explanted and replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.